Event description:
The patient was worried she was having a stroke. The patient stated she "is afraid I¿m having a stroke", and "something is wrong¿ and the patient keeps getting pain and it ¿feels like the pump inside just doesn¿t feel right".the patient had a lot of pain and had been for the last week or so, and the pain started coming on very strong and was starting to accelerate. The patient was going numb from her neck and in her hands and stated "the pain in my back is beyond anybody should bear". The patient had an appointment with her primary care provider (pcp) for the following day but was going to try to get in the day of the report. The patient indicated that "going to the primary care doctor is useless because they don¿t know about this thing" but was going as she already had an appointment. The caller also reported dissatisfaction with their hcp service; every time she goes to the hospital "they don¿t know about these pumps and all they would say is go back to your pain doctor". The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot# d12885, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
Additional information was received and it was reported that the patient had lost feeling/movement and had buzzing in her right hand on her ring and pinky fingers. It had started about a year ago. The hcp (healthcare provider) was notified and had done one test on the pump last year. The patient stated that she "can't use hand, holding phone with 2 fingers". The hcp thought that it was an ulnar nerve issue. Over the past 4-6 months the patient's condition had worsened and she was now losing more feeling in her fingertips; sometimes it was a burning feeling. It was also happening in her left hand. Two months ago it started in her feet and legs. The hcp started doing tests on the pump in (B)(6) 2013. The hcp ordered mris of the thoracic area and again of her lumbar region to see if the pump was "coagulating properly". The patient had little to no pain relief from the pump and never had these side effects from oral medication. The patient rated her pain at right around 100% still. The patient had been reading about "pump/paralysis" and felt like that was what was happening to her. The pump was delivering morphine and another drug. The patient forgot the name of the second drug, but thought it was clonidine.